Manufacturer narrative:
The pump received with blank display due to corroded electronic assembly. The motor was found with corrosion damage. The pump was received with cracked case at display window corners and battery tube threads. The pump also had a minor scratched lcd window and a missing end cap sticker. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 250 mg/dl. The customer sates the pump would not turn on after a battery change. The customer states they removed the batteries out of the pump for more than 2 hours reinserted a batteries, but the display did not return. Troubleshooting was not able to resolve the issue. The customer did mention dropping the pump. The device will be returned for analysis